Manufacturer narrative:
Age at time of event is incorrect. Date of birth provided. (B)(4). The problem was resolved. Device evaluation : product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that there was clear, surgical residue/debris on the product. However, there was no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -12.50/+3.00/x095. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7, -12.50/+3.0/x095 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault was noted and the lens was explanted on (B)(6) 2015. The exchanged lens, a shorter lens was implanted on (B)(6) 2015.